Event description:
Analysis of the generator was completed on 05/20/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the vns patient was experiencing breakthrough seizures and was referred for surgery. The patient underwent generator replacement surgery on (B)(6) 2015 due to an end of service or a near end of service condition of the device. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report.